Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The patient's spouse stated they were not receiving any of the patient's data on the follow app. She tried calling him; however, he was not answering her phone call; and she requested that the neighbor check on him. The neighbor found the patient unconscious on the couch, and called emergency medical services (ems). No bg finger stick was obtained at the time and it was not clear when the patient became unconscious. Paramedics transported him to the hospital where the bg value was 1300 mg/dl. He was admitted to the intensive care unit (ICU) for four days due to diabetic ketoacidosis (dka) where his bg was stabilized, and he remained in the hospital for one week. The patient's spouse and daughter did not recall details of the treatments at the hospital, and the patient did not remember any medications he received. At the time of the report, the patient was doing fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.